Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads, cracked case battery tube and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Customer mother reported via phone call that the reservoir compartment of the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.